Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A product development evaluation was conducted and the report indicates one the serrated jaws have sheared off at its midpoint. The fragment was also returned for evaluation. A brownish orange discoloration exists around the laser etched areas. Several scratches and wear marks exist on the entire device. The returned device was manufactured in july 2003 and is over 9 years old. (B)(4). The design is adequate for its intended use and did not contribute to this complaint condition. Based on the age and as received condition of the returned device, this device has outlived its useful life. The device history record is no longer available for review as the device is over 9 1/2 years old.

Event description:
During a surgery for an orif of the left clavicle, the serrated part of the reduction forceps broke. The surgeon was able to retrieve both of the pieces. A second tray was opened up to get another clamp. Surgery minimally prolonged, less than 5 minutes. No adverse effect to the patient was noted.